Event description:
It was reported the handpiece showed an error code 3. The case was completed with another handpiece. During testing, it was determined that the acoustic mount was loose. No pt consequence was reported.